Event description:
The customer reported a check sum error message and the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and identified the issue as being a faulty circuit board. However, due to the age of the system, repair parts are unavailable.